Event description:
Dr. (B)(6) is treating a patient who had been injected with radiesse dermal filler in (B)(6) 2012. As he is not the injector, he does not have specifics on the actual injection. The patient had no symptoms between the (B)(6) injection until (B)(6), when she developed swelling, a tightness in each cheek. There is no tenderness, but is being treated with steroid pack and antibiotics. Dr. (B)(6) spoke with merz aesthetics (B)(6), to discuss this event as he is not a current radiesse dermal filler customer. Dr. (B)(6) discussed that this may be an allergy or a low grade infection.

Manufacturer narrative:
The radiesse lot number was not provided; therefore the device history records could not be reviewed. During a follow-up with dr. (B)(6), they reported that the patient continues on daily steroids and antibiotics to keep the swelling for recurring.